Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodged and the patient was sent to surgery. The 99% stenosed concentric de novo lesion was located in a severely calcified and severely tortuous proximal to mid right coronary artery. The lesion was predilated with a 1.3x10mm non bsc balloon. A 3.50x16mm veriflex stent was advanced to the lesion but could not cross. The physician attempted to pull the stent back into the guide catheter and felt resistance. The stent dislodged in the proximal portion of the lesion. The physician attempted to crush the stent into the vessel wall with a 3.25x12mm balloon, but the balloon could not cross the dislodged stent. The physician thought the dislodged stent would be too difficult to capture with a snare, so the patient was transferred to another hospital and sent to surgery to have the stent removed. The surgery was successful and no further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).